Manufacturer narrative:
Correction follow-up #2 date of submission 04/21/2016: the complaint of no power or cs alarms were not duplicated during this investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: por following cs54 alarms observed in the bb/alarm history data on (B)(6) 2015, however the complaint of no power or cs alarms were duplicated during this investigation. Investigation note: pump was run on a 24 hour basal program using returned battery cap with no cs alarms or power interruptions. The pump was opened; inspection performed on the power circuit with no defects found. There was no moisture found internally. Returned battery cap used to perform investigation. No damage to battery compartment threads. Battery compartment crack below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.